Event description:
It was reported the patient felt heating at the ipg site while charging for the last six weeks. The patient reported he had seen his physician regarding the issue, and a topical cream had been given to the patient to use. The patient reported the cream had not resolved the issue. The patient reported he had an appointment with a neurosurgeon at a future date for further troubleshooting. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.